Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker was not working right, too big and pokes through the skin. The patient feels that the pacemaker has been turned off. The boston scientific technical services (ts) referred the patient to the physician and discussed the patient's symptoms. This pacemaker remains in service. No adverse patient effects were reported.